Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate recent atrial tachycardia response (atr) episodes from a cardiac resynchronization therapy defibrillator (crt-d) system, as the physician suspected some of them were the result of over-sensed right atrial (ra) lead noise. Ts confirmed that there were episodes of over-sensed non-physiological artifacts and myopotential noise from this right atrial (ra) lead. Thorough lead troubleshooting, such as real-time electrocardiogram testing with provocative maneuvers and diagnostic imaging, were recommended to exclude potential lead impairment and ensure adequate therapy delivery. Close monitoring was also discussed. At this time, this ra lead remains implanted and in-service. No adverse patient effects were reported.